Event description:
A call to technical services was made on (B)(6) 2013 stating that the impedance of this lead fluctuated from 700's to 579 ohms and gradually went back to 700's. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).